Event description:
It was reported that when the patient arrived he was holding part of his catheter. Location of the rest of the catheter is unknown. The patient stated he woke up and found the catheter on the bed beside him. The suture wing was still securely sutured to the patient's neck. The patient was sent to the emergency room due to concerns of blood loss, air embolus, foreign body location and possible retrieval, and shortness of breath. The portion of the catheter the patient had was sent with him to the emergency room and was disposed of. They were not informed of a catheter fragment showing on x-ray inside of the patient's body.

Manufacturer narrative:
The device involved in the incident was not returned for analysis. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event. A review of the complaint database indicated that this is the first complaint of this nature for this device family.